Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The a1a1j3 connector on the video switch pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.